Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 51 mg/dl. The customer was treated with food and glucose tablet. Customer's blood glucose value was 258 mg/dl at the time of the call. The other blood glucose level was 240 and 107. Troubleshooting was performed. There were no site or insulin issues. The product will not return for analysis.